Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 10-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 6 failed. The field service engineer (fse) observed that there were no lights on the interface board, while the drawer controller passed the ohms test. The interface board was replaced, all connections were secured and tightened, and the hard stops were adjusted. The drawer tested successfully in the hardware test application, and rx was verified to be operational. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 5 and 6 failed and could not be recovered. The customer rebooted the machine; however, the issue persisted. The system displayed a required maintenance error, along with a device not detected on bus message. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.